Event description:
It was reported that this pacemaker system has a lead safety switch (lss) shortly after implant due to high out of range ventricular impedance measurements above 3000 ohms. Myopotential oversensing was noted. The patient was reviewed at the clinic and under inserted lead is suspected. This pacemaker system remains in service. No adverse patient effects were reported.